Manufacturer narrative:
Lot and serial number of the device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the device as the identification numbers were not provided by the complainant.

Event description:
It was reported that during the procedure, after dilating the patient and inserting the scope, the fluid deficit began to rise. A perforation was noticed. Procedure was completed with a d&c. No additional details available.